Event description:
It was reported that the vns patient had been experiencing bradycardia episodes which normally resolved; however, the patient had an episode on (B)(6) 2015 which sent him to the hospital for treatment. The bradycardia episode resolved at the hospital. Attempts for additional relevant information have been unsuccessful to date. It was noted that the patient's device had not been checked for a long period of time. Follow-up revealed that the patient's device could not be interrogated likely due to end of service. There had been no issues with the programming system communicating with other devices, and a battery life calculation using the available programming history showed 0 years remaining.